Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019. Customer¿s blood glucose value when admitted to the hospital was unknown. Customer¿s blood glucose level was 544 mg/dl at the time of incident. Customer was experienced felt bad. Customer was treated with intravenous liquid and insulin. Customer stated that they tested first time and blood glucose was in the 400 mg/dl. When customer left the hospital that time sugar was 239 mg/dl. The insulin pump will not be returned for analysis.